Manufacturer narrative:
H.6. Investigation summary: neither photo nor sample part was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. None of these causes are related to bd process. H3 other text : see section h.10

Event description:
It was reported that before use of the ultrasafe x100l png raspberry nvs stein the safety mechanism needle and plunger separated from the outside the case the following information was provided by the initial reporter: the whole needle and plunger separated from the outside the case (the retractable component).

Manufacturer narrative:
PMA/510(k)#: k011369, k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the ultrasafe x100l png raspberry nvs stein the safety mechanism needle and plunger separated from the outside the case the following information was provided by the initial reporter: the whole needle and plunger separated from the outside the case (the retractable component).